Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level on (B)(6) 2020. Customer¿s blood glucose level was over 600 mg/dl. Customer reported nausea and vomiting symptoms. Customer was using auto mode at the time of incidence. There was no delivery from the insulin pump customer alleged insulin pump was under delivering. The reservoir will not be returned for analysis however, insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history noted. Device received with pillowing keypad overlay. (B)(4).